Manufacturer narrative:
The overall complaint was confirmed for lockscr ø5 l38 f/nails tan light green (p/n: 04.005.528 & lot #: 76p4169). No definitive root cause could be determined however, the screw could have got little deformed due to the exposure to excessive force during implantation/explantation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part # 04.005.528, lot # 76p4169, manufacturing site: (B)(4), release to warehouse date: 04 nov 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, there was a proximal failure of the tfna at screw/nail interface. A revision procedure was performed on (B)(6) 2021. It was also reported that the patient presented with non-union. The entire nail was removed uneventfully with tfna extraction tools and an extraction hook (for the distal portion). Patient underwent hip arthroplasty after removal. No further information was provided. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails this is report 2 of 2 for (B)(4).